Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: unable to confirm complaints. (B)(4).

Event description:
An attempt was made to implant a scuba stent to treat al lesion in a patient. The device was inspected prior to use with no issues noted. The lesion had been pre-dilated. The scuba stent was advanced on the guide wire, through the haemostatic valve and into the sheath with no resistance noted. Negative or positive pressure was not applied to the device prior to placement of the stent to the lesion. However, before the stent reached the target lesion, it was noted that, although the stent was not dislodged in vivo, it had moved from its original position on the balloon of the delivery system and it was not longer positioned on the balloon. The device and stent were removed from the patient. The balloon had not been inflated when the issue was noted. It was reported that no health hazard was caused to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Related to operational context- the stent dislodgement most likely occured due to the operational context.

Event description:
Evaluation summary: the stent was displaced form its original position on the balloon from the proximal marker to the distal marker band approximately 2 mm. Traces of blood were detected. No other abnormalities were detected on the shaft. The distal part of the stent was over the distal marker ;the profile was out of the spec (2.19mm) due to the displacement. The crossing profile was measured on the proximal end (2.09mm) and was in tolerance. Balloon was analyzed and the heat setting marks were clearly recognized close to the marker bands.